Manufacturer narrative:
(B)(4). The device involved in this incident has been received and is in the process of being evaluated. A f/u medwatch will be submitted upon completion of the evaluation report.

Event description:
The facility rep reported a pump that was observed as infusing too fast during biomed testing. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding add'l contact info.